Manufacturer narrative:
The dräger service technician on site analyzed the affected device and determined that the pba 48.3 circuit board was faulty and replaced it. The circuit board and usd cards were sent to the manufacturer in lübeck for further investigation. A short circuit in a ceramic capacitor was identified as the cause of the failure. This component defect led to a loss of function of the device, which was alarmed as specified with the acoustic high-priority auxiliary alarm. In the event of a complete loss of function of the ventilator, the safety valve automatically opens against the environment, allowing the patient to breathe spontaneously. The acoustic auxiliary alarm of the ventilator unit alerts the user to the device failure. This alarm is supplied from an independent power source and lasts for at least 2 minutes. Replacing the circuit board was able to correct the malfunction. The device was tested according to manufacturer specs successfully. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device turned off during operation, the screen went black, the patient was no longer ventilated and an audible alarm was given. No health consequences for the patient were reported. At the present time, a device malfunction cannot be excluded.